Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a defective catheter is inconclusive due to poor sample condition. Four photo samples of an aspira catheter were returned for evaluation. An initial visual observation of the photos showed the device in use by a patient. The catheter is visible where it exits the insertion point. There is a red discoloration or solution visible within the catheter. The valve is visible in the third photo provided. No apparent damage could be distinguished from the photos provided. The complaint of bubbles visible within the catheter could not be confirmed due to the poor condition of the samples returned. Based on the description of the reported event and photo samples provided, possible contributing factors include damaged catheter and damaged valve. The complaint is inconclusive, poor sample condition. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s that the caller stated that her mother has an aspira pleural catheter that was placed on (B)(6) 2018. She states that it drained fine the first couple of times, but now she notices air bubbles in the catheter tubing. She would like to know if this is normal. She also stated that the fluid in the line did clear up from dark blood to almost clear, but it has started showing blood in the line. She would also like to know if this is normal. Ms&s discussed with the caller assessing the catheter for any signs of damage. Ms&s stated that based on pictures sent by the caller, the port appears to be in working order. The caller did mention the top portion of the catheter was sutured in place. Ms&s discussed with her possibility of catheter damage internal versus external, but ms&s would not be able to assess this as a possible reason for air bubbles. The caller stated, "we can see air bubbles coming down catheter as she breathes". Ms&s advised the caller that there should not be air bubbles in the tubing. Ms&s inquired if the patient is sob and she confirms she is not at this moment, but it has been more difficult to breathe since a "large stingy clot" came out and air bubbles started. Ms&s suggested to the caller that she call the physician and notify them immediately and if the patient becomes sob to go to the ER.